Event description:
It was reported the camera is not detected by the processor. The event happened during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. The investigation indicates that the malfunction was likely due to damage to the cable unit, which resulted in the inability to display the endoscopic image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.